Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt implant was different. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.